Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505.005.b1. Hardware: pixel 7 pro. Cgm sensor type: g7.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). In addition the patient reports they had observed fogginess inside the pod.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. Inspection of the pod found no evidence of fluid ingress, internal leaking, or corrosion. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak inside the device.